Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient inserted the cannula without removing needle guard which led to hyperglycemia. Patient noticed the event within three hours of insertion. Insertion site was at abdomen. Highest blood glucose levels reported during the event were 300 mg/dl. Patient took correction bolus via pump to address the event. No further information available.